Manufacturer narrative:
Information references the main component of the system.

Event description:
On (B)(6) 2016 crts (B)(4) (rep): a manufacturing representative (rep) reported that a patient's implantable neurostimulator (ins) was replaced on (B)(6) 2016 due to complaints of having to recharge more than normal and due to discomfort in the ribs. The programming did not provide relief and when impedance was checked, there was nothing noticeable. They could not recall the exact values, but stated that they were less than 10k ohms. The patient did not have any complaints after the ins was replaced. The ins was indicated for non-malignant pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer reported abnormal battery depletion and discomfort in their rib area. Following replacement the consumer recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the simulation ins was functionally okay.